Event description:
A medtronic representative reported the surgeon alleged navigation was 5 mm inaccurate during a functional endoscopic sinus surgery (fess) procedure. Tracer registration technique was initially attempted for registration, but the surgeon did not feel navigation was accurate. Pointmerge registration technique was attempted instead and a predicted accuracy value of 2.0 was obtained. Navigation was reportedly accurate after the pointmerge registration when checking anatomical landmarks. Later in the case, the surgeon felt navigation was inaccurate inferiorly by 5 mm with all instruments. They tried different instrument trackers and rebooted the system; but the inaccuracy remained. The representative confirmed there was no metal interference and the axiem emitter was placed in the proper alignment. The surgeon opted to discontinue use of navigation; case was successfully completed without it. No impact to the patient was reported.

Manufacturer narrative:
The medtronic representative replaced the field generator emitter; system tested fully functional with demo head model after replacement. The manufacturer received the suspect field generator for evaluation and found the emitter to be within system specifications. The field generator was put in navigation mode in the fusion ent application for 6 hours. All tabs remained green for the entire test time. Accuracy in the ent application tested to specifications. The generator passed the peg board accuracy test in the cranial application with an error of 1.906mm.